Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ radiculopathy. It was reported that there was an elective replacement indicator (eri) on a non-rechargeable neurostimulator (ins). It was reported the patient did not have programmed settings. It was reported that there was an allegation/dissatisfaction with longevity. It was reported that the saw poor communication on their patient programmer (pp). Troubleshooting was performed and did not solve the issue. It was reviewed that since the caller had just been able to communicate and had seen the eri but now was seeing nothing, it was a concern that the patient's ins was depleted. Patient did not think they were feeling stimulation anymore. Patient was redirected to managing doctor. No further complications were reported or anticipated. Additional information was received from the healthcare provider. It was reported that the cause of the eri, poor communication seen on pp and patient not feeling stimulation was due to pulse generator failure. It was reported that multiple attempts at reprogramming were done (B)(6) - end of life. Patient is scheduled for an ipg revision.